Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. It was stated that the customer was vomiting all day prior to being hospitalized. It was stated that the customer had also changed the infusion set, but that did not solve the problem. Troubleshooting was declined as the customer was still in the hospital. It was stated that the customer was interested in upgrading to the newest insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.